Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('four pieces of silver-metallic unwound pieces of wire, ranging from 3.7 cm- 9.4 cm in length by less than 0.1 cm- 0.2 cm in diameter') and pelvic pain ('pelvic pain') in a 42-year-old female patient who had essure (batch no. 20210350) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("vaginal bleeding") and nausea ("nausea"). In (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder urinary tract/vaginal)type: vaginal"), urinary tract infection ("infection (bladder urinary tract/vaginal): uti") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), fatigue ("fatigue") and feeling abnormal ("neurological conditions or problems type: brain fog"). In (B)(6) 2010, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type:bloating") and mood swings ("mood swing"). In (B)(6) 2010, the patient experienced migraine ("migraine") and headache ("headaches"). In (B)(6) 2011, the patient experienced pruritus allergic ("allergic or hypersensitivity reaction type: itchiness"), allergy to metals ("allergic or hypersensitivity reaction type: itchiness, sensitivity to metals") and rash erythematous ("rashes or skin conditions type: rash and redness near lymph and abdomen"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced breast enlargement ("breast enlarge"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced hyperaesthesia teeth ("dental probs"). In (B)(6) 2016, the patient experienced micturition urgency ("bladder or urinary problems or changes: urgency urination") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). In (B)(6) 2017, the patient experienced visual impairment ("vision/eye problems type:decreased vision"). On (B)(6) 2018, the patient experienced cyst ("tumor / teratoma / cancer type: cysts"), 8 years 8 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("rash/skin condition"), dysgeusia ("metal taste in mouth"), amnesia ("memory loss") and urinary incontinence ("incontinence"). The patient was treated with surgery (breast reduction on (B)(6) 2016 and laparoscopy salping. (Bilateral), bilateral tissue removal). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, genital haemorrhage, allergy to metals, vaginal infection, urinary tract infection, micturition urgency, urinary incontinence, nausea, cyst, vaginal discharge and breast enlargement outcome was unknown, the pelvic pain, abdominal pain, back pain, dermatitis allergic, hyperaesthesia teeth, dysgeusia, amnesia, pruritus allergic, rash erythematous and irritable bowel syndrome had resolved and the dyspareunia, dysmenorrhoea, menorrhagia, fatigue, alopecia, migraine, headache, weight increased, vaginal haemorrhage, feeling abnormal, visual impairment, abdominal distension and mood swings was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, back pain, breast enlargement, cyst, dermatitis allergic, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hyperaesthesia teeth, irritable bowel syndrome, menorrhagia, micturition urgency, migraine, mood swings, nausea, pelvic pain, pruritus allergic, rash erythematous, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2010. Patient received treatment for dyspareunia (painful sexual intercourse), back pain, pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), rash/skin condition, fatigue, hair loss, dental probs., migraine, headaches, weight gain, metal taste in mouth and memory loss. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral occlusion. Imaging procedure - on an unknown date: result of essure confirmation test- unknown.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: plaintiff fact sheet received. Events : device breakage, mood swings, abnormal bleeding (general), vaginal bleeding,itchiness, sensitivity to metals, uti, vaginal infection, redness near lymph and abdomen, urinary urgency & incontinence, nausea, teeth sensitivity, brain fog, cyst nos, vaginal discharge, vision decreased, ibs, bloating & breast enlargement were added. Lot number added. Product, patient & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('four pieces of silver-metallic unwound pieces of wire, ranging from 3.7 cm- 9.4 cm in length by less than 0.1 cm- 0.2 cm in diameter') and pelvic pain ('pelvic pain') in a 42-year-old female patient who had essure (batch no. 20210350) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included crohn's disease, vomiting, dizziness, hypomenorrhea, perineal pain, ovarian cyst and gastroesophageal reflux disease. On (B)(6) 2010, the patient had essure inserted. In march 2010, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("vaginal bleeding") and nausea ("nausea"). In april 2010, the patient experienced vaginal infection ("infection (bladder urinary tract/vaginal)type: vaginal"), urinary tract infection ("infection (bladder urinary tract/vaginal): uti") and vaginal discharge ("vaginal discharge"). In june 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and feeling abnormal ("neurological conditions or problems type: brain fog"). In july 2010, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type:bloating") and mood swings ("mood swing"). In august 2010, the patient experienced migraine ("migraine") and headache ("headaches"). In february 2011, the patient experienced pruritus allergic ("allergic or hypersensitivity reaction type: itchiness"), allergy to metals ("allergic or hypersensitivity reaction type: itchiness, sensitivity to metals") and rash erythematous ("rashes or skin conditions type: rash and redness near lymph and abdomen"). In february 2012, the patient was found to have weight increased ("weight gain"). In july 2013, the patient experienced breast enlargement ("breast enlarge"). In july 2015, the patient experienced alopecia ("hair loss"). In february 2016, the patient experienced hyperaesthesia teeth ("dental probs"). In june 2016, the patient experienced micturition urgency ("bladder or urinary problems or changes: urgency urination") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). In march 2017, the patient experienced visual impairment ("vision/eye problems type:decreased vision"). On (B)(6) 2018, the patient experienced cyst ("tumor / teratoma / cancer type: cysts"), 8 years 8 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("rash/skin condition"), dysgeusia ("metal taste in mouth"), amnesia ("memory loss") and urinary incontinence ("incontinence"). The patient was treated with surgery (breast reduction on (B)(6) 2016 and laparoscopy sapling. (Bilateral), bilateral tissue removal). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, genital haemorrhage, allergy to metals, vaginal infection, urinary tract infection, micturition urgency, urinary incontinence, nausea, cyst, vaginal discharge and breast enlargement outcome was unknown, the pelvic pain, abdominal pain, back pain, dermatitis allergic, hyperaesthesia teeth, dysgeusia, amnesia, pruritus allergic, rash erythematous and irritable bowel syndrome had resolved and the dyspareunia, dysmenorrhoea, menorrhagia, fatigue, alopecia, migraine, headache, weight increased, vaginal haemorrhage, feeling abnormal, visual impairment, abdominal distension and mood swings was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, back pain, breast enlargement, cyst, dermatitis allergic, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hyperaesthesia teeth, irritable bowel syndrome, menorrhagia, micturition urgency, migraine, mood swings, nausea, pelvic pain, pruritus allergic, rash erythematous, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2010. Patient received treatment for dyspareunia (painful sexual intercourse), back pain, pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), rash/skin condition, fatigue, hair loss, dental probs., migraine, headaches, weight gain, metal taste in mouth and memory loss. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral occlusion. Imaging procedure - on an unknown date: result of essure confirmation test- unknown.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal cramping, migraine headache, dyspareunia, pelvic pain. Lot number: 20210350 manufacturing date: 2009-09 expiration date: 2012-09 . Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: medwatch info : product problem ticked. No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental probs"), migraine ("migraine"), headache ("headaches"), dysgeusia ("metal taste in mouth") and amnesia ("memory loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia, dermatitis allergic, fatigue, alopecia, tooth disorder, migraine, headache, weight increased, dysgeusia and amnesia had resolved. The reporter considered abdominal pain, alopecia, amnesia, back pain, dermatitis allergic, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2010. Patient received treatment for dyspareunia (painful sexual intercourse), back pain, pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), rash/skin condition, fatigue, hair loss, dental probs., migraine, headaches, weight gain, metal taste in mouth and memory loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result of essure confirmation test- unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received- case becomes incident. Event injury was removed. New events dyspareunia (painful sexual intercourse), back pain, pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), rash/skin condition, fatigue, hair loss, dental probs., migraine, headaches, weight gain, metal taste in mouth and memory loss were added. Implant date was updated. Explant date was added. Product indication was updated. Lab data was added. Patient¿s date of birth was added. Reporter¿s information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.